Event description:
Device cannot be interrogated. Mfg recommended explant for further analysis. Device currently remains implanted. Should additional information be received, this file will be updated.